Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that one day post implant this implantable right ventricular (rv) lead dislodged. The dislodgement was verified by a chest x-ray. The physician planned on performing a revision procedure to reposition the lead. To date, there have been no adverse patient effects reported. No additional information is available at this time. If additional information becomes available, this report will be updated.